Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2016. 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician alleged the device is not providing accurate effective pacing data. The device remains in use. No patient complications have been reported as a result of this event.